Event description:
This supplemental report is being filed to provide additional information regarding product status. The device was tested again and the noise was still there. The device has again been programmed off. The doctor plans to bring the patient in to revise the pocket. There were no additional adverse patient effects. It was reported that the patient had three inappropriate shocks due to oversensing of noise and reduced amplitude intrinsics. Testing found no acceptable sensing vectors. The system was programmed off temporarily. Now the device has been reprogrammed and the therapy is back on. There were no additional adverse patient effects.

Event description:
It was reported that the patient had three inappropriate shocks due to oversensing of noise and reduced amplitude intrinsics. Testing found no acceptable sensing vectors. The system was programmed off temporarily. Now the device has been reprogrammed and the therapy is back on. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product explant. There were no additional adverse patient effects. It was reported that the patient had three inappropriate shocks due to oversensing of noise and reduced amplitude intrinsics. Testing found no acceptable sensing vectors. The system was programmed off temporarily. Now the device has been reprogrammed and the therapy is back on. There were no additional adverse patient effects. Updating with information that the device was tested again and the noise was still there. The device has again been programmed off.